Event description:
Complaint received from facility contact. Customer reports shoulder portion of luer that connects to the IV had a crack and leaked chemotherapy agent. No reported patient injury or medical intervention. No add'l info available.